Manufacturer narrative:
The fsr replaced the power cord. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the insulation on the power cord was found to be broken and conductive wires were exposed. There was no patient involvement.